Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler, the housing and swivel were loose and the device had low rotations per minute (rpm). It was determined that there were holes in the hose by the muffler. The damage at location 1 was due to a manufacturing fixture. It was determined that the housing and swivel were loose because of loctite deterioration, and the low rpms was due to worn out vanes and bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device had bad bearings. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm). There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.